Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The pump was not returned for investigation. The data logs were reviewed. There were no major changes noted in any of the optical signal parameters. The cause of the optical signal issue was most likely sensor silicone wear, based data log review. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. The pump provided support for 48 days before the optical signal was lost. Support was continued, and no harm occurred to the patient.